Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5078431) on 23-jul-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by an other and describes the occurrence of menstrual disorder ("menstrual problems"), pelvic pain ("pain/"), autoimmune thyroiditis ("hashimoto's disease") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria disability, medically significant and intervention required), pelvic pain (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), asherman's syndrome ("asherman's syndrome"), epstein-barr virus infection ("epstein barr"), scar ("excessive scarring"), post ablation tubal sterilisation syndrome ("ptls") and atrial tachycardia ("pats"). The patient was treated with surgery (ablations). At the time of the report, the menstrual disorder, pelvic pain, autoimmune thyroiditis, genital haemorrhage, asherman's syndrome, epstein-barr virus infection, scar, post ablation tubal sterilisation syndrome and atrial tachycardia outcome was unknown. The reporter provided no causality assessment for asherman's syndrome, atrial tachycardia, autoimmune thyroiditis, epstein-barr virus infection, genital haemorrhage, menstrual disorder, pelvic pain, post ablation tubal sterilisation syndrome and scar with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
E was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5078431) on (B)(6) 2018. This spontaneous case was reported by an other and describes the occurrence of menstrual disorder ("menstrual problems"), pelvic pain ("pain/"), autoimmune thyroiditis ("hashimoto's disease") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria disability, medically significant and intervention required), pelvic pain (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), asherman's syndrome ("asherman's syndrome"), epstein-barr virus infection ("epstein barr"), scar ("excessive scarring"), post ablation tubal ligation syndrome ("ptls") and atrial tachycardia ("pats"). The patient was treated with surgery (ablations). At the time of the report, the menstrual disorder, pelvic pain, autoimmune thyroiditis, genital haemorrhage, asherman's syndrome, epstein-barr virus infection, scar, post ablation tubal ligation syndrome and atrial tachycardia outcome was unknown. The reporter provided no causality assessment for asherman's syndrome, atrial tachycardia, autoimmune thyroiditis, epstein-barr virus infection, genital haemorrhage, menstrual disorder, pelvic pain, post ablation tubal ligation syndrome and scar with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.